Event description:
It was reported that there were concerns the lead had dislodged. The patient had originally been admitted to the hospital for a urinary tract infection (uti) related issue, but a nurse had seen a rate drop on the electrocardiogram (ECG). It was confirmed that there was a pacing failure. The output was increased, the system was changed to the backup pacing mode, and the capture threshold was lowered, but it was nothing occurred. The capture threshold was, then, raised - indicating that the pacing failure was failure to capture. The physician deduced that the pacing failure was due to a dislodgement. The lead remains in service. No adverse patient effects were reported.